Event description:
According to the info received, this valve was explanted due to thrombus. It was replaced with a sulzer carbomedics pyrolite original valve. The pt was reported to be "recovering". Additional info has been requested.